Event description:
It was reported that the patient had a driveline fault alarm. The patient presented to the emergency department (ed) for further evaluation. The ventricular assist device (vad) initially displayed a red heart alarm then switched to a yellow wrench alarm when connected to the system monitor. Interrogation revealed the alarm started at 1:19am. The system controller was replaced around 3:00am but the driveline fault alarm returned at 6:20am. The patient remained asymptomatic. It was later reported that the modular cable was exchanged and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log files. The controller event log files associated with controller, serial number (B)(6), contained approximately 5 days of data combined ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). A driveline communication fault alarm associated with a com a fault activated on 07jun2023 at 1:19:38. The driveline was disconnected on 07jun2023 at 3:00:10 to exchange the controller. The driveline communication fault alarm cleared when the driveline was disconnected at 3:00:10. There were no other notable alarms throughout the log file. The alarm did not affect pump operation throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Controller event log file which was associated with the patient¿s new running controller (serial number: (B)(6)), captured that the driveline was connected to the controller on 2:18:11 and the pump started without issue. A driveline communication fault alarm activated again on 07jun2023 at 4:17:28, which indicates that the reported issue did not resolve after the controller exchange; the reported alarm did not resolve throughout the remainder of the log file. The alarm did not affect pump operation throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the modular cable, lot number 196245, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 17nov2017. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables and the modular cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables and the modular cable for damage. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.